Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump began beeping while its display remained unresponsive and dark, and a replacement unit was shipped with return of the original requested. Symptoms included no clinical symptoms or adverse health effects. Outcomes included no impact on clinical status, no hospitalization, and the patient continued diabetes management using cgm while awaiting replacement. Investigation included customer service troubleshooting guidance, shipment tracking, and arrangements for device replacement and return. Investigation of this device revealed a device display malfunction consistent with a hardware screen failure of the pump user interface, with no associated alarms beyond beeping and no loss of therapy documented. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display module or related circuitry.